Event description:
It was reported that bleeding occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2025. The patient experienced heavy bleeding upon sensor insertion in the abdomen prompting him to remove the sensor. Upon sensor removal, the bleeding did not subside. At 3:00 pm the patient¿s uncle drove him to the emergency department where he was assessed and administered a blood transfusion and an IV drip. The bleeding stopped after some time and was discharged home approximately at 6:00 am. There was no report of any anticoagulants being taken or an underlying condition that may have contributed to the bleeding. At the time of the same day follow up report, the patient was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - impact code - f2302 blood transfusion.

Event description:
Subsequent to the initial MDR, a correction was updated on 12/23/2025.

Manufacturer narrative:
(B)(4).